Event description:
Customer reporting having 16 false positive sars results when testing over the last 11 weeks. Customer states some of the results were confirmed negative by other brand rapid antigen tests and/or pcr. Report 11 of 16.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category, root cause: insufficient information, source: phone.